Event description:
It was reported that during removal of a hi-torque balance middleweight universal ii guide wire from the dispenser tray the coating was missing from the far end. Another device was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay. Subsequent to filing the initial report, the following additional information was received from the account stating it was the tip that separated from the guide wire and not the coating. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed, and the reported break/separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. The investigation determined the reported break/separation appears to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6- device code 4008 removed and 1562 added.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during removal of a hi-torque balance middle weight universal ii guide wire from the dispenser tray the coating was noted to be missing from the far end. Another device was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay. No additional information was provided.